Manufacturer narrative:
The reference sensor was returned to orthalign for evaluation by an orthalign engineer and an investigation has been completed. The complaint is not confirmed and a root cause could not be established. The reference sensor passed all funcctional testing with not issues, including testing as a system with the navigation unit. The reported issue could not be replicated and the navigation unit logs showed no signs of incorrect measurement or other abnormalities. No further action necessary at this time

Event description:
Surgeon reported that the measurement for the tibial cut was incorrect. The procedure was completed with standard instrumetnation and no impact to patient.

Event description:
Surgeon reported that the measurement for the tibial cut was incorrect. The procedure was completed with standard instrumentation and no impact to patient.

Manufacturer narrative:
At this time the device has been returned to orthalign for evaluation. The investigation will be completed by an orthalign engineer to confirm the reported malfunction and determine the root cause. Once the investigation is complete a follow up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution and with the understanding of the patient harm that could be caused by an incorrect cut.